Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a sudden increase in pace impedance measurements, measuring greater than 2,000 ohms. There were several stored episodes of noise. The noise was able to be reproduced in clinic. Subsequently, the patient underwent a revision procedure and this lead was surgically capped. A new lead was successfully placed. No further complications have been reported. There were no associated patient symptoms reported either.